Event description:
It was reported that the zimmer air dermatome worked intermittently. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning 05/31/2012,us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 10/25/2007 and has no repair history at zimmer surgical. Evaluation of the device determined that it ran within specification. It was also determined that the device had older thickness control and reciprocating arm components. Prior to repair, the device was out of calibration at all thickness settings. The device was also out of side to side calibration at the .01, .02 and .03 thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strong recommended to verify continued accuracy. The device was serviced and returned to the customer.